Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection confirmed the complainant¿s experience of bead detachment. Based on the description of the event and the photo provided, it is likely that a sharp instrument or an object came in contact with the bag, resulting in the bead detachment. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: the rep was "notified about a product concern regarding item #cd001. The bag retrieval device had a piece break off into the patient but was retrieved and no harm to patient." At this time we are awaiting more information. Additional information was received via email on 31aug2023 from [name], account manager ii, applied medical rep was unable to get any additional information about the event from the customer. Lot number and date of event were provided. Intervention: unknown. Patient status: no harm to patient.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: the rep was "notified about a product concern regarding item #cd001. The bag retrieval device had a piece break off into the patient but was retrieved and no harm to patient." At this time we are awaiting more information. Additional information was received via email on (B)(6) 2023 from [name], account manager ii, applied medical rep was unable to get any additional information about the event from the customer. Lot number and date of event were provided. Intervention: unknown. Patient status: no harm to patient.